Event description:
Medics attended to a person complaining of chest pain. The patient's ECG was monitored using the device with only a 4-lead patient cable and another manufacturer's ECG monitoring electrodes connected to the patient. The monitor allegedly displayed excessive ECG artifact and at some point, displayed a 'check patient' alert message prompting the operator to press the analyze prompting the operator to press the analyze button. After pressing the analyze button, the device displayed a connect electordes alarm and automated ECG analysis could not be performed. The patient was subsequently transported to the hospital. There were no adverse affects to the patient reported as a result of the alleged malfunction.